Event description:
It was reported that the patient presented for in-clinic follow-up. A device interrogation revealed oversensing exhibited by the implantable cardioverter defibrillator that resulted in pacing inhibition. Isometric test showed that oversensing was caused myopotentials. Programming adjustments were made. The patient was stable.